Event description:
On 2/19/96, pt underwent surgical procedure and a drain was placed postoperatively. Drain lost suction and cap fell off. Cap put back on an evacuator; still lost suction every 15 minutes. Pt is currently in hosp and drain is in placed. Pt instructed to re-set drain frequently. Upon removal of drain rptr will forward to MFR.